Event description:
The stent was placed in the lcx without difficulty. Physician decided to go down distal to stent and dilated with another MFR's balloon catheter. The catheter was deflated and removed. Upon removal, it was noted the stent had come back into the left main artery with the balloon. The stent then migrated and was lost in pt.